Event description:
A malfunction alarm with code malf 12 was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, after which the issue did not recur. The customer was advised to continue using the pump and to contact support if the malfunction recurred, which the customer acknowledged and understood.